Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on 11-19-2022. The product was evaluated. An external visual inspection was performed and passed due to cannula and needle were present and without damage. The allegation was not confirmed. A photograph was provided for investigation. The allegation was not confirmed via photographic inspection. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).b5: describe event or problem - additional information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: type of investigation - additional information h6: investigation findings - additional information h6: investigation conclusion - additional information.

Event description:
It was reported that a detached needle occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).